Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Corrected information: patient reports she experienced erosion, pain and dyspareunia which led to the revisions and explantation of mesh on (B)(6) 2008 and (B)(6) 2010.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00525. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to grade 2-3 cystocele, grade 2-3 rectocele, sui, isd and pop. It was reported that patient underwent revision/repair of vaginal mesh erosion, cystourethroscopy and proctoscopy on (B)(6) 2013 due to vaginal mesh erosion. No additional information was provided.